Event description:
A clinic contacted dexcom technical support, on behalf of a patient, on (B)(6) 2014 to report cgm inaccuracy compared to patient's blood glucose meter. At the time of the call to dexcom technical support, the clinic did not report any medical intervention or injuries.